Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the oes cystonephrofiberscope outer covering of the distal tip had peeled away. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction to b5 for information inadvertently left out of previous report. The device evaluation found the bending section cover (a-rubber) was tore. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that the a-rubber was tore during handling the device by the user. Since there are variety of the cause that a-rubber of the device was tore, a definitive root cause of the reported issue could not be specified. The suggested event is detectable in accordance with the following instructions for use: reprocessing manual chapter 7 cleaning, disinfection and sterilization procedures 7.4 leakage testing. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5: - it was reported that the cystonephrofiberscope outer covering of the distal tip had peeled away, approximately 5 centimeters (cms) of covering was peeled away and metal fibers were visible. There were no reports of patient harm.